Event description:
We have been experiencing frequent issues with the bloodline tubing product during hemodialysis treatments. The issue with this pod on the dialysis line. When the patient is receiving dialysis, the venous pressure goes from zero to very high for no identifiable reason and the ¿pod¿ on the line cannot be adjusted. When the nurses reset, the venous pressure returns to zero and goes back up. It¿s a never-ending loop. Even when nurses tried to adjust the level of fill in the pod, the diaphragm would not move. Furthermore, the nurses began testing the lines before utilizing them and have identified this defect.